Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Literature article indicated that a pull-technique was used for placement and a routine post insertion endoscopic confirmation of satisfactory peg placement (peg polyurethane tube 20 f) was performed at the end of the procedure. The peg tube appeared successfully placed. Thirteen days later the tube was unable to infuse solution, there was a peritubal leak and the patient had abdominal pain with signs of edema and erythema of the tube insertion area. On the clinical examination it was observed that during cough attack abdomen of patient become prominent. Endoscopic evaluation showed that gastric mucosa covering internal gastrostomy site resulted in a complete closure of the orifice with visualization of only the j-tube extension. The internal bumper was not visible on the gastric wall but mucosa was ulcerated at the presumed site. The patient underwent computed tomography (CT) of the abdomen, buried bumper syndrome (bbs) was recognized and the device was removed by using a needle knife assisted endoscopic dissection technique. After one week, following a thorough multidisciplinary evaluation due to the patient¿s considerable anesthesiological risk, physician positioned a new peg-tube using a new stoma.